Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies and none were found. Ran the occlusion test and no occlusions were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that they had no delivery alarm. Customer's blood glucose at time of incident was 505 mg/dl. Customer reported a past event. The customer reported the alarm was resolved by a complete set change. Customer has product in question to return. Customer is returning and replacing the set and reservoirs.